Event description:
It was reported that during a scan, the patient's elbow penetrated the mylar scan window and contacted the rotating collimator, resulting in a fracture. The scan window came apart from the gantry. The field service engineer confirmed that there was no malfunction of the scan window or fitting.

Manufacturer narrative:
The patient had a disabled arm that had to be kept straight out from his body during the scan, which required the technologist to use patient straps to secure the patient's arms. The scout scan was successfully completed, but when the table moved to the helical scans, the patient took his arm out of the straps and, in the process, broke through the mylar window due to improper positioning of the right arm and shoulder. At this time, the patient received an abrasion to his right elbow and a humerus fracture. It is possible that his arm touched the rotating gantry at the time of the injury, as the gantry was rotating in preparation for the helical scan. The doctor was called to evaluate the patient so it was not possible to finish the exam on that day; the exam was completed at a later time on another system. Ge field service examined the system and found no defects on the gantry, the gantry front cover, or the patient straps. The scan window appeared to fit correctly inside the gantry covers, despite the damage to the window, and the table/cradle had no issues. Therefore, it can be concluded that the window was correctly installed per the service manual. The investigation has determined that the root cause of the incident was user error to maintain attention on the patient at all times to ensure correct positioning during the scan. The mylar window design complies with the second edition of (B)(4).

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed. The initial reporter occupation is unknown.